Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was re-centered in a secondary procedure approximately after six weeks. It was also noted that the patient had ''retained lens soft matter'' which was also removed during the rotation. Patient was also noted to have raised intraocular pressure.patient outcome: patient discharged (B)(6) 2013.

Event description:
It was reported that the patient underwent rotation of the intraocular lens on (B)(6) 2013.

Manufacturer narrative:
Corrected data: date of event: (B)(6) 2013. It was reported that the patient underwent rotation of the intraocular lens on (B)(6) 2013. Cartridge lot number ck01432. Date received by manufacturer on initial report should have been entered as (B)(4) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event was reported as 6 weeks post implant; however an exact date was not provided. Therefore, date of event remains unknown. Device was not reported to be explanted. Concomitant medical products: viscoelastic device (ovd) (healon endocoat), model vt585u. Handpiece (d and k inserter), model dk7786. Cartridge, model 1vipr30, lot cl01432 (B)(4) - iol rotation, ''retained lens soft matter''. Manufacturing records were reviewed ¿ the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.